Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized but she stated it was not due to a problem with her continuous glucose monitoring system. The customer was asked if the hospitalization was diabetes-related, but the call was disconnected. Customer's blood glucose was not known. Nothing further reported.